Manufacturer narrative:
Problem code (B)(4) captures the reportable event of dart detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a pelvic floor repair with mesh procedure on (B)(6) 2018. According to the complainant, during the procedure, upon deploying the capio device the first time, the dart detached from the suture. Reportedly, no dart was left inside the patient as it was easily removed. The procedure was completed with another uphold (tm) lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Problem code 2907 captures the reportable event of dart detached. Correct manufacturing site: although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical, 2301 centennial boulevard, jefferson in, 47130 USA. A visual examination of the returned device revealed no damage noted to the capio slim suture capturing device. In regards to the mesh assembly, there was also no damage noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture was broken in the area where the dart interacts with the carrier, subsequently confirming the complaint. On the blue dilator, no damage was noted; the dart and suture were intact. The cage of the capio slim suture capturing device was removed; the portion of the detached suture containing the dart was not inside of the cage. The assigned complaint investigation conclusion code for this event is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue. The investigation determined that the deign of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. The investigation is in the implementation phase. No further escalation is required.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a pelvic floor repair with mesh procedure on (B)(6) 2018. According to the complainant, during the procedure, upon deploying the capio device the first time, the dart detached from the suture. Reportedly, no dart was left inside the patient as it was easily removed. The procedure was completed with another uphold (tm) lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a pelvic floor repair with mesh procedure on (B)(6) 2018. According to the complainant, during the procedure, upon deploying the capio device the first time, the dart detached from the suture. Reportedly, no dart was left inside the patient as it was easily removed. The procedure was completed with another uphold (tm) lite w/ capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.